Manufacturer narrative:
Intuitive surgical inc. (Isi) received the endoscope controller (ec) for failure analysis investigation. The unit was analyzed and upon visual inspection, no issues were found that would be related to the reported failure. The ec was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. This unit was installed into the test system and running video test for 10 power cycles & sitting idle for 1 hour. The system came up with no errors and good video on both eyes with no issue. The ec is worked as normal. Replicated difficulty inserting endoscope into ec. Failure analysis was able to conclude that light engine was found to be the root cause of the reported failure. The probable root cause is due to an issue with the light engine within the ec. This issue can be resolved by contacting isi and having the fse dispatched to replace the ec.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer found it difficult to install multiple endoscope plugs at the vision side cart (vsc) connection. The issue was reported to dvstat after completing the procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer inspect the endoscope controller (ec)'s receptacle and pins, but the caller reported no bent pins or debris. The caller stated this had been the issue for several of her cases recently. The procedure was completed with no report of patient injury. It is unknown at this time if the procedure was completed using the same system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the ec; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.